Event description:
It was reported to philips that the device can't get the batteries to charge with an error message "empty mrx cal." There was no patient involvement. The customer worked with the technical support representative. The device is at end of support and no service support is available. The manufacturer is unable to repair the faulty defibrillator. The mrx / m3536a end-of- support date for the device is (B)(6) 2022 for the USA. The customer was aware of the end-of-life terms and the device remains at the customer site.